Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported experiencing blood glucose around 40 mg/dl in two separate occasions. Customer also reported a hospitalization event in 2007 for low blood glucose. The customer declined to troubleshoot for their low blood glucose. Customer also reported receiving a low reservoir alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.